Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the implant procedure, the implantable cardiac monitor was hit with cautery and then exhibited back-up vvi operation. The device was not used; the device was explanted and replaced successfully. The patient's condition was stable post procedure.